Event description:
Pt had a left inguinal hernia repair with mesh placement on 8/3/95. The pt had increasing pain and on 9/1/95 had the mesh removed. At the time of mesh removal it was noted that the pt had some purulent material located in the area of the mesh only. The pt had no visual signs of infection. Cultures taken of the purulent material and mesh grew pseudomonas aeruginosa. The pt was readmitted 9/19/95 for pubic osteitis/osteomyelitis.